Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the likely cause of the reported issue was due to lid switch, designator sw5, which was electrically isolated from the rest of the board. The device was archived by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device will intermittently not power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.